Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety needle. Yangzhou medline industry manufactures the needle that is included in the adult ancillary 1170 master convenience kit (1183217). Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the needle. We have notified (B)(6) who will pass along this information to yangzhou medline industry, the manufacturer of the needle so they may conduct a device evaluation as warranted.

Event description:
The customer reported that the needles bend and come apart from the syringe during the administration of vaccines. Needles are bending and dull and hard to insert into the arm. Mckesson did not receive any information regarding direct patient injury.